Event description:
It was reported that during prep for a stenting treatment procedure stent dislodgement occurred. While prepping the 4.5x20mm veriflex stent for treatment of the right coronary artery, the stent dislodged from the stent delivery system in the package. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as fine.

Event description:
It was reported that during prep for a stenting treatment procedure stent dislodgement occurred. While prepping the 4.5x20mm veriflex stent for treatment of the right coronary artery, the stent dislodged from the stent delivery system in the package. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The protective coil tubing was not received for analysis. The inner pouch (which had been opened) and the outer box packaging were returned with this device. An examination of the returned device found that the crimped stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 8mm distal to the distal edge of the proximal markerband. The stent protector was placed over the distal to mid section of the stent. However, it was possible to remove the stent protector with no restrictions noted. No other damages were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).